Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the pulse generator header. The lead was able to be inserted after applying silicone oil. No patient symptoms were reported.